Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a lap sigmoid procedure, after initial firing, device could not be reloaded. Upon further inspection, we discovered the sled portion of first reload was still in the jaws of the device. A new device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a lot number available for this device? Did any piece fall into the patient? If so, how was it retrieved? On what tissue type was the device used? At what location on the tissue? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected closing, firing or opening? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?